Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 was on transport and the ventilator ceased to function. As of this time there is no information of patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported issue ventilator was on transport and the vent ceased function. Bench testing does not reveal any vent abnormalities during ventilation. Vent passed 90 hours extended tests at customer settings without any unusual alarms or error conditions. Unit passed power on/power off test with no issue and passed general checkout test during troubleshooting which includes, several alarm and ventilation function test. Ventilator was opened and inspected no anomalies were noted. However additional problem found unit failed current draw test due to abnormal noise. As a resolution, turbine was replaced and preformed 10k pm (preventive maintenance). Process vent thru service for a complete calibration checkout to meet all factory specification and standard.